Event description:
A motor stall was noted in the attention dialogue box. No motor stall was noted in the event logs of the pump. It was determined this was a programmer detected motor stall. The pump was reprogrammed/updated. There were no patient symptoms associated with the event. The hcp reported the patient outcome as 'no injury.'